Manufacturer narrative:
(B)(4). Date sent: 3/6/2025. B3: event year only reported: 2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the bleeding from omentum side verses gastric side? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Were there any pre-exiting patient conditions? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the procedure went well, but the patient had to be operated on again two days later for bleeding. During the surgery revision, the source of the bleeding could not be identified. The patient was subsequently treated without complications.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025 additional information was requested and the following was obtained: 1. Was the bleeding from omentum side verses gastric side? The source of the bleeding was not identified 2. How was the post-op bleeding identified? The patient experienced severe pain followed by abnormal blood test results (elevated hemoglobin) and a CT scan confirmed the issue 3. What was the total estimated blood loss (ml)? Approx. 1l 4. Was a transfusion required? No 5. What was the pre and postoperative anti-coagulant and pain management protocol? Lovenox 0.4ml once a day 6. Were there any pre-exiting patient conditions? None at all, on the contrary- the patient was young and had no medical history or existing conditions 7. What is the patient¿s current status? Patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.